Event description:
It was reported that there was fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This issue was further described as, ¿iodine flowing into the abdominal cavity with clamp closed¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted wear and tear on the silicone tubing between the occlude feet causing the occlude feet to not completely close the tubing when closing the twist clamp. Functional testing including leak and clear passage testing testing was performed and there were no issues observed. During clamp function testing a leak through the closed clamp was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.